Manufacturer narrative:
Analysis was able to confirm the reported stylus misalignment, the printed circuit board (pcb) overlay connector was cleaned, reseated, and the stylus was calibrated. Analysis also noted that the display screen went blank after the stylus calibration, the micro processor unit (mpu) was replaced and the hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not aligning with the cursor on the screen. The user was advised to try again without the disk in place, but the cursor on the screen and the stylus tip were still off by about two inches. The programmer was returned for service. There was no patient involvement.